Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that multiple on going occlusion alarms occurred. Customer¿s blood glucose level 350 mg/dl. Customer reverted to an alternate pump for insulin therapy.